Event description:
It was reported that the tubing below the drip chamber of an administration set was inserted into the drip chamber but was not welded to it. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was returned for evaluation. Visual inspection revealed that the tubing was kinked at the location of the roller clamp. Further visual inspection revealed that the walls of the tubing were touching. The inspection did not reveal any issues related to the disconnection of the tube from the chamber. A push-pull test was performed at the tubing disconnected from the chamber. The reported condition was verified. The cause of the condition was due to absence of solvent between the two junctions of the tubing and chamber. A CAPA has been opened to address this issue. As part of corrective actions a machine part was replaced. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.